Event description:
It was reported that the patient experienced a low blood glucose after morning exercise followed by a high after lunch, with frequent fluctuations over recent weeks; review suggested the patient had been announcing meals to correct glucose, and the agent provided troubleshooting and education on proper meal announcements and exercising procedures, administered oral glucose for a documented low value of 68 mg/dl, and initiated a field report for clinician follow-up. Symptoms included hypoglycemia and hyperglycemia, with no clinical signs, symptoms, or conditions otherwise reported. Outcomes included characterization as a serious injury or illness. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.